Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor, and performed testing. The sensor failed per specification due to low readings.

Event description:
It was reported that the customer had multiple calibration errors with his glucose sensor. His blood glucose was 151mg/dl at the time of reporting. The sensor is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.